Event description:
Boston scientific crm received information that the non-boston scientific right ventricular (rv) lead exhibited oversensing which caused ventricular tachycardia episodes. The boston scientific sales representative (sr) stated that these episodes have been over written in the arrythmia logbook, so he was not able to confirm the clinic's observation. Currently, fusion with complete capture was noted. The patient is completely atrial dependent and also paced 94 percent in the ventricle. Technical services and the sr discussed programming options and possibly doing an echocardiogram optimization to check filling times. The sr will discuss these options with the physician. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted for an unknown reason and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.